Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 5 years 7 months and 5 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted, and a new 25 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: b2 (outcomes attributed to adverse events), b7 (other relevant history, including preexisting medical conditions), h1 (type of reportable event), h6 (health effect - impact code, health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received via medical records revealing the patient had developed endocarditis approximately 5 years, 6 months and 17 days post transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve. The patient was diagnosed with vancomycin-resistant enterococcus (vre) bacteremia. A transesophageal echocardiogram (tee) confirmed the presence of mitral valve endocarditis. The patient subsequently underwent mitral valve replacement (mvr) and aortic valve replacement (avr) procedure with explant of the 29 mm sapien 3 valve. Approximately 16 days post procedure, the patient passed away with endocarditis of the mitral valve listed as a cause of death. At the time of this report, the information available does not suggest the 29 mm sapien 3 valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant and subsequent patient death. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 valve. Therefore, the valve explant event is no longer considered FDA reportable.